Event description:
It was reported that a three millimeter gap was found between the uv transfer set and the peritoneal dialysis solution bag. This was discovered when the home patient (hp) connected the two devices. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and evaluated. Visual inspection, leak testing, clear passage testing and clamp function test performed with no issues noted. The device met product specifications related to the reported problem. Therefore, the reported issue could not be confirmed and the cause was not identified. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review could not be completed as the lot number was not provided. A request for the return of the device has been made. Should additional relevant information become available, a follow-up report will be submitted.